Event description:
During biomed testing, the device displayed a "pacer fault 117", "pacer disabled", "defib fault 72", and "defib disabled" message. There was no patient involvement in the reported malfunction.